Event description:
A report was received that the patients ipg was loose in the pocket and patient was experiencing inadequate stimulation and a burning sensation when she walks or sits down. It was also noted that the patient has low back and extremity pain with scs in place and that the ipg was working towards the skin surface. The patient underwent a revision procedure wherein the ipg was laid flat. The patient was reportedly doing well postoperatively.